Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral corneal haze detected at the flap edge, observed day four post operative lasik surgery. Reporter indicated the pt reported light sensitivity. Pt was noted to have been treated with increased topical steroid eye drop therapy. There are two related reports for the pt, this report addresses the pt's left eye with corneal haze noted superio-nasal. Another mfrs report will be filed for the fellow eye. Additional info has been requested.